Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed and its lights remained on. The field service engineer (fse) unplugged the biometric identifier and reseated the universal serial bus (usb) cable, after which the scanner came back online. The drivers for the usb scanner were updated, and the scanner was tested using test software, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not functioning properly. The customer confirmed that the device was rebooted. Multiple incidents occurred in which users were unable to sign in. However, there were no delays, adverse events or injuries reported based on this event.